Event description:
Customer reported unexpected negative reactivity with a patient sample for the 2 cell screen assay performed on galileo.

Manufacturer narrative:
Reactivity of the jka antigen was confirmed on retention capture-r ready-screen (I and ii), lot x245. This is the reagnet used by the customer on galileo. The customer did not return sample or product for investigation testing. It is not possible to rule out the sample as a cause of the event.